Event description:
It was reported that on (B)(6) 2016 the patient underwent an anterior and posterior colporrhaphy and the implantation of an obtryx sling urethral device to treat stress urinary incontinence. In 2024, the patient started developing recurrent urinary tract infections and chronic constipation. In early (B)(6) 2024, it was noted that suture material was eroding through the vaginal mucosa with associated granulation tissue, causing vaginal bleeding and discharge. On (B)(6) 2024 the patient underwent a resection of suture and granulation tissue at the vaginal vault. On (B)(6) 2025, the patient underwent laparoscopic vaginal mesh resection with enterolysis, partial radical vaginectomy with repair, and cystoscopy. Mesh presence was found, and pathology confirmed mesh related foreign body inflammatory reaction with multinucleated giant cells, granulation tissue, and moderate chronic inflammation. Following that surgery, the patient developed a foul-smelling bloody discharge. Computerized tomography (CT) imaging performed in (B)(6) and (B)(6) 2025 showed scarring in the right posterior pelvis and worsening thickening of the mid to distal sigmoid colon with surrounding inflammation, indicating that a fistulous tract might be beginning to form. On (B)(6) 2025, the patient required more extensive surgery: a three hour laparoscopic enterolysis, resection of mesh from the posterior vagina and the sacrospinous ligament, partial vaginectomy with repair, cystoscopy, and proctoscopy. Intraoperatively, mesh was found adhered to the rectum, with permanent suture extending from the right vaginal apex to the right sacrospinous area amid dense fibrosis. The patient has continued to experience bowel incontinence and urgency, with treating physicians noting significant tissue hardening caused by the mesh. It was noted that the patient injuries are ongoing.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6), 2016, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI)#: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported to the bsc legal rep by the patient's legal representation.